Manufacturer narrative:
On (B)(6) 2019, a correction was made per clinician review: chest injury code was removed from the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/23/2019, chest injury code was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5925167, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian patient underwent primary breast augmentation with 450cc mentor memorygel breast implant and was presented with left side breast implant rupture secondary to fall trauma. The patient also had grade IV capsular contracture on the left side, and capsular contracture; baker grade iii on the right side. As a result, the device was explanted, and replaced with cat# shpx450; s/n: (B)(4) on the left and cat# shpx450; s/n: (B)(4) on the right side on (B)(6) 2019. This report is for the patient¿s right-sided device.